Manufacturer narrative:
The investigation determined that a lower than expected tsh result was obtained from one patient sample when tested using vitros immunodiagnostics products tsh reagent lot 6975 in combination with a vitros 5600 integrated system. A definitive assignable cause for the discordant vitros tsh results could not be determined with the information provided. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, an instrument issue cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer at the time of the event. The most likely assignable cause for the discordant vitros tsh result for patient 1 is an unknown sample specific interferent present in the sample drawn from the patient. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6975.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected tsh result was obtained from one patient sample when tested using vitros immunodiagnostics products tsh reagent lot 6975 in combination with a vitros 5600 integrated system. Patient 1, vitros tsh lot 6975 result of 0.400 miu/l vs. The expected roche result of 2.160 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh result was reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601312.